Manufacturer narrative:
Technical services advised that the device not be implanted. Should additonal information become available this event will be udpated.

Manufacturer narrative:
Upon receipt, a thorough evaluation of the product was performed. A review of the device memory noted five battery system faults. Visual inspection noted no anomalies. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an integrated circuit (ic). Detailed analysis confirmed a breakdown of the electro static discharge (esd) clamp circuit capacitor on the ic. This issue created the high current condition and the reported resulting in the fault codes.

Event description:
Boston scientific received information that upon at an implant procedure a wand was placed over this implantable cardioverter defibrillator (ICD) and error codes noting a low battery capacity, battery usage was higher than expected, and the voltage being too low for projected remaining capacity. No adverse patient effects were reported.